Event description:
Pt was being fed using a pump. 240 ml of an enteral feeding solution were hung and the pump was set to deliver 100 ml/hr. 240 ml, were delivered in 1 hour. There was no illness, injury or medical interventional resulting from the event. One pt involved. Note: this is the first of 2 reports involving the same pump used on different pts.